Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin, and did not require additional assistance.